Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular filter kit received. On visual evaluation, the kit included one pusher catheter loaded into touhy-borst adapter loaded onto a filter storage tube, and one denali filter completely within the filter storage tube. The complaint sample appeared to have residue throughout. No anomalies were observed to the undeployed filter. The pusher catheter appeared to have a bend. A stopcock was loaded onto the touhy-borst adapter. No other anomalies were observed. The pusher pad was present within the filter storage tube; did not appear to be attached to the filter hook. The filter was present within the filter storage tube. The filter was not protruding the distal end of the filter storage tube. On functional testing, an attempt to deploy the loaded filter from the filter storage tube with the loaded pusher catheter was performed. The filter successfully deployed the distal end of the filter storage tube. The filter was not attached to the pusher catheter pad when deployed. Filter limbs were present, and two filter legs were noted to be crossed. The filter appeared to be clean. The loaded pusher catheter was offloaded from the touhy-borst adapter and the filter storage tube without issue. Therefore, the investigation is inconclusive for the reported premature activation as the conditions of use cannot be recreated, and the investigation is identified and confirmed for the device dislodged as the filter disengaged from pusher gripper. A definitive root cause for the premature activation and identified device dislodged could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an inferior vena cava filter placement procedure using the denali filter. During the procedure, the filter allegedly come out from the junction of sheath and filter storage tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an inferior vena cava filter placement procedure using the denali filter. During the procedure, the filter allegedly come out from the junction of sheath and filter storage tube. The procedure was completed using another device. There was no reported patient injury.